Event description:
The physician was taking a biopsy in the terminal ileum with reusable biopsy forceps. While taking the biopsy the drive cable brokein the handle of the forceps causing the forceps to become wedged in the endoscope. The endoscope and the forceps were removed concurrently. The procedure was completed using new forceps, with no difficulties.